Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was running 400 mg/dl, 485 mg/dl. The customer reported that the insulin pump had blank display, received power loss alarm and insulin pump was not working since yesterday and shut off completely and was not turned back on. It was also reported that they received low battery alarm and had battery issue and battery did not last more than 1 week. The insulin pump will not be returned for analysis.